Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a neck breakage has occurred with no trauma. Only the neck has been revised. The head cup and stem remain in place.